Event description:
During follow-up, decreased longevity was observed on the device. The physiologist suspected premature battery depletion. Abbott technical support was contacted and revealed the reduced longevity was due to frequent transmissions. No malfunction was suspected. The physician elected to take to further action and to monitor the patient. The patient was in stable condition.